Event description:
It was reported that the patient had been having pain where the implantable neurostimulator (ins) was for the 4 years prior to the date of the report and reportedly had their device moved 2 weeks prior to the report. It was noted that at the time of the report the position was much better, but the patient was still healing so they were not able to tell if the pain was gone from the pocket site. It was later reported the patient had a recent revision. It was noted that nothing was wrong but the patient had a difficult time recharging with the implantable neurostimulator (ins) location. It was later reported that there was no update on whether the patient experience a greater than 50% symptom reduction and no cause of the event was determined. It was also noted that it was unknown if this was device related or if any trouble shooting was done. It then noted that there was no update and it was unknown how the patient was doing.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported the patient had the implantable neurostimulator (ins) moved to a different area about two months prior to this report because they were having trouble with it. The in was working fine and they were able to use the recharger to turn stimulation on.